Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 290 mg/dl at the time of incident. The customer's blood glucose was 386 mg/dl at the time of call. The customer's spouse stated that they treated the high blood glucose with manual injection. The customer's spouse stated that they were given insulin via IV during the hospitalization. The customer's spouse stated that they found that the cannula was bent. The customer's spouse stated that they were wearing the insulin pump at the time of hospitalization. The customer's spouse stated that they did not found setting issues. The customer's spouse performed high pressure test and the insulin pump passed. The insulin pump will not be returned for analysis.